Event description:
It was reported that the customer's insulin pump alarmed motor error. The alarm history was reviewed and the motor error alarm was confirmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of the motor encoder signal being out of phase.